Event description:
Ophthalmologist advised I use ocusoft plus lid scrub and gave me one sample packet. I used it on (B)(6) 2020 at 9pm per instructions. Washed product off face with water and gentle (B)(6) soap on (B)(6) at 9am. Onset severe itching (B)(6) 2020. Onset severe preseptal edema and facial edema (B)(6) 2020. Edema was unchanged for 3 days despite oral loratadine; diphenhydramine; topical cortisone ointment 2.5%; cold compresses. Edema decreased but still present today, especially on cheeks and jaw (B)(6) 2020. Vision normal.